Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0011587495); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0011497665); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification and as standard for the implanting physician. No misload occurred during loading. Upon first deployment attempt, the valve was too deep and was therefore recaptured to reposition. Upon second deployment attempt, infolding was seen when the valve was at an implant depth of 3mm. The patient's calcified anatomy contributed to the infolding. The valve and delivery catheter system (dcs) were removed from the patient and discarded. All new products were opened to complete the procedure. A procedural delay of approximately 5 minutes occurred in order to load a new valve. No adverse patient effects were reported.